Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the ground resistance test, measuring 0.534 ohms, which exceeds the acceptance criterion of < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component-related issue. Replacement of the power filter module was recommended. The infusion pump also failed the 30 psi occlusion pressure test, recording a pressure of 51.780psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed; however, the probable cause remains undetermined. The infusion pump also failed the 8 psi occlusion pressure test, recording a pressure of 23.700 psi, which is outside the acceptable range of 0 to 16 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed; however, the probable cause remains undetermined. No patient or user harm was reported.

Manufacturer narrative:
At the time of this report, testing and evaluation of the device have not yet been completed. A follow-up MDR will be submitted upon completion of the investigation and implementation of any additional corrective actions. Reference to complaint#: (B)(4).